Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Following our receipt of the two returned used sensors and performed visual inspection to one random sensor and found needle bent inside sensor base causing needle hard to remove from sensor, unable to confirm customer received sensor in said condition due to sensor being opened/used. In summary, the customer complaint for sensor damage prior use could not be confirmed, found sensor needle bent inside sensor base. Because the sensor was already opened or used when we received it for testing, it is impossible to determine when or how this happened. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported that the sensor was already broken upon opening the package. The customer reported no adverse event. The event involved product(s) mmt-7040a. Troubleshooting was performed, and the non-serialized product was replaced. The customer reported that the packaging reported as not sealed properly, misshapen, or sterile, packaging was not intact. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use. Mmt-7040a was requested, and the customer's response was that the device would be returned.